Manufacturer narrative:
Maquet cardiopulmonary (B)(4) has not yet received the product for investigation. The investigation is still pending. A supplemental medwatch will be submitted when additional info becomes available.

Event description:
It was reported that during the water flow test, there is a diversion of water from the heater cooler unit to the oxygenator chamber. (B)(4)